Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a suspected blood back.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e3, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11 corrected fields: d5, h6(health effect ¿ clinical code) additional information: e1(event site telephone:+(B)(6), initial reporter: (B)(6)) it was reported that cardiosave intra-aortic balloon pump (iabp) found blood in pim. A getinge field service engineer (fse) replaced pneumatic module assy. Cardiosave iabp services completed. Calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. Please see attached service documentation so (B)(4). Patient involvement, but unsure of any other details.